Event description:
It was reported that the versajet ii surgery system presented a deformed metal interface and deteriorated rubber cover causing the jamming of the versajet plus handpiece interface. No injury was reported.